Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No excessive no delivery alarms were noted. The insulin pump had a cracked case at the display window corner.

Event description:
The customer reported that she went to urgent care due to high blood glucose levels after receiving multiple no delivery alarms. The customer declined troubleshooting, and requested a replacement insulin pump. No further details regarding the hospitalization were provided. Advised the customer that the insulin pump would be replaced.